Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, left ventricular lead noise was noted resulting in pacing inhibition and pause episodes. Technical support was contacted and suggested a lead revision. Further information was requested but not yet received. The patient was in stable condition.